Event description:
It was reported that during a bowel resection procedure, the device ripped. They got another disc from another lot number to complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.